Manufacturer narrative:
Patient data not currently available. Serial number unknown. Device manufacture date unknown. Investigation revealed the patient data module (pdm) does not properly close the udp waveform stream upon disconnection from a carescape bx50 monitor when the pdm is reconnected to the host within a few seconds. This results in two active udp waveform streams sent to the host monitor. The issue occurs due to the pdm software.

Event description:
The customer reported that a patient was monitored by the b850 and waveforms on the central station are not the same as on the bedside b850 monitor. There was no reported patient injury associated with this event.